Event description:
It was reported that the patient presented for lead revision due to the atrial lead being dislodged. The stylet could not enter the atrial lead and the lead couldn't be unscrewed from the device header. Additionally, the lead was identified contaminated with blood. The lead was explanted and replaced. The patient had no consequences.

Manufacturer narrative:
The reported events of were lead dislodgement, unable to remove lead from header, ¿blood may have clotted in the lead¿ and stylet could not be inserted. As received, a complete lead was returned in one piece with the helix partially extended clogged with blood/tissue. The reported event of unable to removed lead from header was not confirmed. Final dimensional analysis found the connector pin, connector ring, sealing ring region and the connector boot were within specification. The reported event of stylet could not be inserted was confirmed. X-ray examination of the lead found that the inner coil inside the connector region was over torqued consistent with procedural damage. A stylet could not be inserted due to over torqued inner coil at the connector region. The cause of stylet could not be inserted was due to over torqued inner coil consistent with procedural damage. The reported event of ¿blood may have clotted in the lead¿ was confirmed. After cutting, the inner coil was found clogged with blood. After cleaning the blood/tissue from the helix and applying torqued to the inner coil, the helix could be extended and retracted. The full helix extension length was measured within specification. During electrical testing the lead was shorting due to over torqued inner coil at the connector region. Visual inspection of the lead did not find any anomalies except for procedural damage.